Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported hearing "chimes" from the device at the same time every morning at for about ten to fifteen seconds. The patient discussed the "chimes" with the doctor and understood that it was not possible. The device remains in use. No patient complications have been reported as a result of this event.